Event description:
It was reported that the ventilator flow sensor calibration data was out of range. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
G4:04apr2021. B4:04may2021. Information was received that there was no patient involvement at the time of the reported issue. The service engineer (se) reviewed the ventilator diagnostic report and found flow sensor calibration data out of range error and flash programming error. The se inspected the device and performed a flow sensor calibration but it failed. The se found the central processing unit (cpu) was defective. The customer was provided with a quote for service/ repair. The customer declined service /repair of the ventilator.